Manufacturer narrative:
The product was not returned for evaluation because hospital discarded as biohazard. Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects: improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint number: (B)(4). Hospital discarded as biohazard.

Event description:
It was reported that the needles on the juggerknot bent during a foot ligament procedure on (B)(6) 2015. Procedure finished with no delay and the juggerknots were still able to be implanted.